Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the heartstart xl was used in cardioversion mode but the defibrillator did not shock. It is unknown if there was patient involvement.